Event description:
It was reported that the patient had the artificial urinary sphincter pressure regulating balloon removed as it herniated. A new artificial urinary sphincter pressure regulating balloon was implanted in a different location from the previous device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experience recurring incontinence. The patient outcome was reported as good following the revision surgery.